Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional information: b1, b2, b5, d7, d10, h1, h3, h6.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A partial lead was returned for analysis in two pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device check, high impedance was noted on the right ventricular (rv) lead. The trend was found to be continued since (B)(6) 2019. High rv capture threshold was also noted. Patient is completely dependent. Programming changes were made. Lead revision was discussed. The patient was stable and discharged. Further information was requested but not yet available.